Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low and high blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 41 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as dehydration and vomiting. The customer was wearing the insulin pump during the incident. The customer also had another low on (B)(6) 2017 with a low of 67 mg/dl at the time of the incident. Troubleshooting was not completed for the lows or highs as the customer believes the pump is malfunctioning. The customer also had high of over 600 mg/dl because the pump doesn't show the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.